Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with connector portion measuring 14.6 cm was returned for analysis. Final analysis found an external insulation abrasion was noted at 4.3-4.5 cm from the connector pin consistent with lead friction to can. Surface insulation abrasion was noted at 5.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.